Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, time was incorrect and orders not appeared on the station. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed. A technical support specialist (tss) dialed into the stations, applied knowledge articles, corrected time mismatch with server, adjusted windows time service to automatic, rebooted, and confirmed stations now show correct time, communicate with server, and have no upload/download issues. The system functioned as intended after the technical support specialist repaired the device.